Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with anemia and bleeding from driveline exit site. Anticoagulant at the time of event was warfarin. Patient received fresh frozen plasma (ffp) and 6 units of packed red blood cells (prbc) during hospitalization. Anticoagulation was withheld. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.